Manufacturer narrative:
Investigation: visual inspection revealed that the cable connector jacket was detached with a clean break. Based upon this observation, the reported complaint, "connector piece came off" was confirmed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, and when the user unplugged the vasoview hemopro 2 cord from the tool, the black connector piece came off. The hospital representative believes this might have been user error. A new cord was connected. There were no patient effects. The product is returning.